Manufacturer narrative:
See section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. He device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for another complaint (com (B)(4)), while reviewing the medical records for MDR reportability, it was discovered that the patient had a right hip replacement on (B)(6) 2003. During the primary operation that patient sustained a metaphysis crack while impacting the stem. The crack was cabeled. The patient also had elevated metal ion levels. The stem and femoral head cannot be excluded as the cause of the elevated levels. The liner was poly.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received for another complaint ((B)(4)), while reviewing the medical records for MDR reportability, it was discovered that the patient had a right hip replacement on (B)(6) 2003. During the primary operation that patient sustained a metaphysis crack while impacting the stem. The crack was cabeled. The patient also had elevated metal ion levels. The stem and femoral head cannot be excluded as the cause of the elevated levels. The liner was poly.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.